Event description:
The customer reports that during the last two (2) weeks his hands get red when wearing co latex medical gloves. His hands have improved since he has not worn the gloves for a few days. He has noticed the same type of reaction when wearing a cloth glove; he is not sure if the response he is experiencing is due to the cloth gloves or co gloves. No medical treatment requred.